Event description:
The customer reported that the sys would not complete boot up and displayed a communication error. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.